Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2108. Additional information: this medwatch report is in response to receipt of a voluntary medwatch report (B)(4).

Manufacturer narrative:
Pc-(B)(4) date sent to the FDA: (B)(4) 2018. The analysis results found that the device was returned outside it's original package opened. Upon visual inspection, it was observed that the packaging was damaged; it was noted to have holes on, the holes were noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: do you believe that the holes in the packages compromised the sterility of the devices? Yes. Were 3 packages noted with the issue? 2 packages were noted, but a 3rd package was sent from the site in which this report originated. Lot number of the third defective package. Lk8684. Was the issue noted upon removal of packages from newly opened boxes? No, this was discovered when the item was opened for a case (with the exception of the 3rd package, which was pulled from the shelf as an example if so, what was the condition box? Were the packages possibly damaged during shipment or handling? Unsure. Were the packages stored as per recommendation? Yes, according to surgical materials management.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and an implantable suture clip was used. During the procedure, it was noted that the sterile packaging had holes to the outside in the malleable foil packaging. The product was available for the case but not used in the case. There were no adverse patient consequences reported. Additional information had been requested.